Event description:
It was reported that noise leading to oversensing and loss of pacing on a pacemaker dependent patient was observed on the right ventricular (rv) lead and the right atrial (ra) lead. Episodes of inappropriate automatic mode switch were observed on the ra lead. Lead damage was suspected but could not be confirmed visually. Lead revision was anticipated to resolve the event. The patient was stable and there were no adverse consequences.